Event description:
Revision surgery to remove disc replacement device and replace with fusion.

Manufacturer narrative:
(B)(4). Report indicates patient's post operative pain likely due to spondylosis. Device sent to external laboratory for analysis per protocol.